Event description:
A customer reported unspecified low scan values while wearing the adc freestyle libre sensor, on (B)(6) 2022. The customer experienced dizziness, blurred vision, a headache, and experienced a loss of consciousness while driving. Healthcare professional contact was made and the customer was provided injections of insulin (dosage unknown) for a diagnosis of hyperglycemia. Healthcare professional additionally increased customer's daily insulin dosage. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low scan values while wearing the adc freestyle libre sensor, on (B)(6) 2022. The customer experienced dizziness, blurred vision, a headache, and experienced a loss of consciousness while driving. Healthcare professional contact was made and the customer was provided injections of insulin (dosage unknown) for a diagnosis of hyperglycemia. Healthcare professional additionally increased customer's daily insulin dosage. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low scan values while wearing the adc freestyle libre sensor, on 18jan2022. The customer experienced dizziness, blurred vision, a headache, and experienced a loss of consciousness while driving. Healthcare professional contact was made and the customer was provided injections of insulin (dosage unknown) for a diagnosis of hyperglycemia. Healthcare professional additionally increased customer's daily insulin dosage. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.